Event description:
It was reported that during a lap cholecystectomy, the active blade of the 1st device was broken off out of the patient. No pieces fell into the patient. The 2nd device was not activated with the hand switch. Another device was used to complete the procedure. There were no adverse consequences for the patient. When the sales rep checked the device after the operation, the device could be activated with the foot switch but the hand switch.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade. The device b was returned in good physical condition. The device was tested with a test handpiece and generator and the device did activate using max and min buttons. The device was disassembled but no anomalies that could affect the functionality of the hand activation buttons were found. In order to use hand activation, the green "hand activation" button (which is located on the far right on the front panel) must be illuminated, prior to use, on the generator; and the disposable must be properly torque onto the handpiece. Failure to do either of these can result in no hand activation function. Device b (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.